Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. The patient was doing well postoperatively. The explanted ipg was not returned. No further information has been obtained despite good faith efforts.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. The patient was doing well post operatively. The explanted ipg was not returned. No further information has been obtained despite good faith efforts. Additional information was received that the patients ipg was replaced due to physicians preference.